Event description:
A us distributor contacted zoll to report that a patient passed away on 4/7/2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment.   The device was started up at 08:43:06 on 4/7/2022. From 18:42:56 to 18:43:11, the patient was in an idioventricular rhythm at 50 bpm degrading to vt @ 130 bpm with varying rates/amplitudes. Heart rate was below the threshold for the patient to be treated. At 19:11:07, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 19:12:14, the patient received an inappropriate treatment. The rhythm at time of treatment was asystole with intermittent cardiac activity. Post shock rhythm was asystole with intermittent cardiac activity. The device was shut down at 21:31:49 on 4/7/2022. Per holter monitor, patient was in asystole with intermittent cardiac activity at the time of the device shutdown. The patient passed away on 4/7/2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.